Manufacturer narrative:
Hoya device is pending evaluation. (B)(4).

Event description:
Reportedly, a tear in the iol was noticed after iol insertion into the right eye. The lens was removed and replaced with the backup lnes of the same model and the same diopter. The incision was enlarged to remove the lens. Sutures were placed as a part of standard prcedure. Patient prognosis and outcome are good.

Manufacturer narrative:
Follow-up report #1 is being submitted to FDA for the following reasons: corrected information not available/reporting in initial report: manufacturer contact information updated to current contact name and email. Corrected manufacturing site street address added "healthcare professional" in addition to "distributor." Related fields were also updated accordingly, as noted below: added check to indicate this report is follow-up #1. Section added checks to indicates the report contains: corrections and additional information. Changed to "yes." Added evaluation results code: 114. Additional information not available/included in initial report - findings from the manufacturer's product investigation completed on 09-apr-2018, as noted below: complaint product was returned from the customer. Product investigation was performed. No abnormalities were found in production and inspection records of the product. Possible causes: exact root cause is not determined. From our investigation, we believe this issue is not product related. Additional information not available/included in the initial report - risk analysis conducted on the product line and failure code, as noted below: a review of the most recent complaint trending data indicates no significant trends have been identified at this time, and no CAPA is required as part of product evaluation. This event can now be considered closed.